Event description:
Patient reports one of her needles was defective. The needle was flat and she was unable to insert it into her thigh. Unknown if patient missed dose. No further information provided. Lot number is not available. Unknown if product on hand for possible return.